Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements along with loss of capture at maximum outputs. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.